Event description:
Pt arrived in ER ambulatory post medication overdose. Pt rapidly became lethargic, proceeded to respiratory arrest. During resuscitation attempt, physician attempted to insert triple lumen catheter into right subclavian. Catheter needle broke off under the skin. Surgeon was called to remove the needle. Hosp policy was erroneously not followed as all packaging and products were discarded with the exception of the needle removed from the pt which was sent to the MFR for their eval. Subsequent catheter trays used after this one presented no problems. (2 were used.)device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.